Event description:
On (B)(6) 2013, the reporter contacted animas alleging that one of the keypad buttons was sticking. There is no further information regarding this complaint available at this time. There is no adverse event with this complaint. This complaint is being reported because the alleged complaint could not be resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.